Event description:
The customer initially called to test the insulin pump. The customer stated that she experienced blood glucose levels of over 500 mg/dl and the insulin pump did not give a no delivery alarm. The customer then stated that she was hospitalized a few months ago for high blood glucose levels. The customer stated that her blood glucose levels were fine in the morning and then they rose suddenly. The customer also stated that her stomach didn't feel well and she felt like she was going to have a heart attack. Troubleshooting was performed and the insulin pump passed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.